Event description:
It was reported that the zimmer 400ml compact evacuator was cracked. The incident was noted prior to use and there was no report of harm to the pt. This report is being report along with 1526350-2013-00128.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.